Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high superior vena cava (svc) defibrillation impedance. Follow up with the physician's office indicated the lead alerts were adjusted and the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.